Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): needle broken off in patient.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). No sample was returned for investigation. A review of the batch and manufacturing records revealed no abnormalities or nonconformities.